Event description:
Patient reported "no complaint against the device". Later healthcare professional reported "no complaint against the device". Healthcare professional later reported deflation. This record is for the right side. Device has been explanted. The device will not be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.